Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 devices were not available for evaluation. Additional information 3 devices were labeled for single-use. 3 devices were reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device material reportedly frayed. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 3 malfunction events in which the device material reportedly frayed. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
Additional information: 3 devices were not reprocessed or reused.